Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous coronary transluminal angioplasty was performed on a left anterior descending artery (lad). After a 3.00x 48 synergy stent was deployed, a dissection was observed at the proximal edge of the stent. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient fully recovered.